Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd microfine plus¿ pen injector needle didn't dispense medication during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microfine plus¿ pen injector needle didn't dispense medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out."